Manufacturer narrative:
Affected product was returned. All returned devices were inspected for functionality, dimensional and visual acceptance criteria. Investigator can confirm customer claim as returned devices did not perform as intended. A nonconformance has been opened to further investigate this defect.

Event description:
The customer alleges that "handle will not turn off." No other details were provided and no patient injury/harm reported.